Manufacturer narrative:
H:6 device code corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: product ID: v nmc3737c182tj, serial/lot #: (B)(4), ubd: 07-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Two valiant navion stent grafts were implanted in a patient for the endovascular treatment of pseudo coarctation. It was reported that during the index procedure, the blood flow could be confirmed in the left common carotid artery (lcca) by final angiogram, but blood flow occlusion was confirmed after the wire was removed. It was stated that the resumption of blood flow was confirmed after debranch was performed. As per the physician, cause of the event was patient's morphology. It was stated that due to patient's pseudo coarctation, it was suspected that space between the stents might had been caught at the tortuosity part and the stent graft might had disengaged proximally after the wire was removed. No additional clinical sequelae were reported and the patient is fine